Event description:
It was reported that a balloon rupture occurred. The 95% stenosed target lesion was located in the mildly tortuous and moderately calcified common femoral artery. A 4.00mm/1.5cm/140cm small peripheral cutting balloon was selected for use. During the procedure, at second inflation, it was noted that the balloon ruptured in the middle part near balloon at 10 atm within 1 minute. The device was removed the usual method without any problem. The procedure was completed with a different device. No complications were reported, and patient was good post procedure.